Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a nurse noticed that a bd integra¿ syringe with detachable needle had crack in the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during use a nurse noticed that a bd integra¿ syringe with detachable needle had crack in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that during use a nurse noticed that a bd integra¿ syringe with detachable needle had crack in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: two pictures and one physical sample of 3ml integra packaged syringe with needle was received and confirmed to be from batch #7177705 (p/n 305274). The sample was visually evaluated. The syringe was found to have a crack in the barrel collar, a cracked collar is a rejectable condition per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the broken collar defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.